Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they don't believe the therapy is working at all; patient stated when they try to increase the stimulation it doesn't allow them to do anything and displays settings not available oor message. Patient confirmed their implant is charged and stated the message appeared in all 3 of their therapy groups. Patient added normally they can test the therapy by laying flat on the floor and they usually get all kinds of vibration but they have none. When asked event date, patient stated the last couple of weeks (confirmed april) it's been odd and they have been having lower back pain and then the last couple of days it is not letting them set it. Agent reviewed the message and the patient was redirected to their manufacturer representative (rep) and healthcare provider to further address the issue. Agent emailed patient physician listings. Additional information was received from the manufacturer representative (rep) and patient. The patient letter noted that it was not working at all. It has not been resolved. The rep later noted it was reported that the rep noted there were high impedances >10,000 ohms. There was a loss of stimulation and a return of pain. Successfully reprogrammed using electrodes in normal range and patient receiving good stimulation areas of pain. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.